Event description:
It was reported that the pt had the pump implanted for approximately one year without persistant and reliable pain relief. Also complained of numbness in thigh. The pump was explanted.